Manufacturer narrative:
(Secondary intervention) - evaluation, results: migration, endoleak. Disease progression with aortic neck and iliac limb dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 29 months ago. The aneurysm size from the time of implant is unk. The pt's vessels have disease progression with aortic neck and iliac limb dilatation. The aortic neck has dilated from 21 mm in diameter to 24-25 mm in diameter. The recent CT demonstrated distal stent graft migration of 20 mm with a proximal type 1 endoleak present and there was a distal type I endoleak. The physician elected to place two talent aortic cuffs and the migration and proximal type I endoleak was resolved. The distal type I endoleak was resolved with placement of coils and implantation of two iliac limbs. There are no add'l clinical sequelae reported and the pt was reported to be fine.